Event description:
It was reported that the device started flickering during use which cause a delay of 15 to 60 mins. Furthermore, according to the information received, the procedure could not be completed successfully, since the final inspection of the operating area could not take place.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).